Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the fastclix device. No adverse event reported. Suspect device was returned.